Event description:
Lead management case to remove leads due to a cied system infection. Extraction of the 6947 ICD lead began first using the 14fr glidelight but resistance was met so the decision was made to try and remove the 4076 capped lead. Midway through lasing down the lead, the bp dropped. A pericardiocentesis was unsuccessful and echo was negative for cardiac tamponade so a sternotomy was performed which revealed a "high" svc tear about 1 inch in length. Intervention was unsuccessful and the patient did not survive.